Event description:
Pt was being fed using a pump, and experienced 2 episodes of overdelivery. In the first event, one liter of an enteral feeding solution was hung, and the pump was set to deliver 30 ml/hr. 500 ml were delivered in 4 hours. During the second event on the same pt (no info provided if this was the same device), one liter was hung and the pump was set to deliver 30 ml/hr. 150 ml were delivered in 30 minutes. There was no illness, injury or medical intervention resulting from the event. Following one of the events, the reporter stated 600 cc were aspirated from the pt. One pt involved.